Event description:
The customer reported the vertical column was stuck in an upright position. No patient injury was reported.

Manufacturer narrative:
The service rep ordered part and troubleshot the system to determine a problem to also be column lift. The rep ordered the lift and power supply and replaced the column. The rep inspected and functional. System functions as intended.